Event description:
Customer reported a vehicular accident. Customer bent over to get something and swerved into next lane. Customer stated that he was high. The blood glucose reading is 446 mg/dl. Customer is his way to the hospital. Customer requested that his roommate is contacted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.